Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 27mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. This was a non-traditional procedure with the use of intracardiac echocardiography (ice) imaging and conscious sedation. Pre-procedure baseline measurements were obtained, which ruled out thrombus and pericardial effusion. Patient was dosed with heparin with initial activated clotting time (act) of 288, and left atrial pressure of 17. Baseline contrast injection revealed a shallow laa. Procedural protocol was followed throughout the procedure. The closure device was prepped and inserted through the deep seated was. During engaging the wds with the was, a forward shift of the system occurred, which is the suspected cause of the perforation to the laa. The device was deployed, but not released. Following deployment of the closure device, patient became hypotensive and bradycardic. An ice scan was performed to indicate a large effusion. Patient was treated with protamine and 1 ampule of epinephrine. A pericardiocentesis was quickly performed with approximately, fifteen 60 cc syringes of blood drawn and re-instilled without change in hemodynamics. Cardiopulmonary resuscitation (CPR) was initiated and patient was intubated. Patient was then placed on a bypass machine and the pericardial window was opened. The cardiothoracic surgeon confirmed a hole in the laa and removed the watchman closure device with successful placement of an laa atriaclip. Patient was admitted to intensive care unit (ICU) post-procedure. Patient was extubated the next day; following all commands and neurologically intact. No other complications were reported.